Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed. However, visual inspection showed the downstream occlusion (dso) seal was degraded/damaged. This indicated a reportable malfunction based on the dso seal. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced to address this issue.

Event description:
It was reported that the device did not pump. There was no patient involvement. Evaluation of the returned device identified a degraded/damaged downstream occlusion seal.